Event description:
In 2008, a female was implanted with a gore propaten vascular graft in an a-v access procedure. The following month, the patient presented with a moderate thrombosis with stenosis. An open thrombectomy, stent insertion and angioplasty was performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.